Event description:
No new information.

Manufacturer narrative:
The complaint of a damaged catheter was confirmed; however, the root cause could not be determined. Two 20g insyte autoguard IV catheters were returned for investigation. The samples were received without the needle. One IV catheter tubing was separated into two sections and the distal section of the catheter tubing was not returned for investigation. A microscopic examination of the returned catheter tubing segment, which was attached to the catheter adapter, revealed evidence that the needle may have penetrated the tubing, which was likely a contributing factor of the separated tubing. Due to the sample condition, the root cause could not be determined. The instructions for use (IFU) state, "if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur." The other 20g IV catheter revealed no damage or defects. No other similar complaints were reported from the implicated lot. Complaints received for this device and reported condition will continue to be tracked and trended as part of ongoing efforts to identify potential manufacturing related issues. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. We appreciate you taking the time to bring this observation to our attention.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
"Rn was iniating an IV in the lac. The vein blew so he was pulling the IV cath out. While doing this, he felt the cath tip catch then come out. When he looked at it, 20g the cath tip was short. Xxxx was made aware. Xray was done and the cath tip actually had 2 pieces that came off. Pieces are in the soft tissue.".